Manufacturer narrative:
(B)(4). Instrument a: cam. Instrument b: batch # h50v1c, exp date: 02/18/2016; MFR date: 03/18/2011. The analysis results found that the tlc75 device (a) was received in good visual condition and with a cartridge loaded in the device. The cartridge was returned fully loaded with staples. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. However, the cam did not returned to the home position as it was not synchronized. While no conclusion could be reached as to how the cam became not synchronized, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the tlc75 device (b) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an open bariatric (conventional) procedure, the stapler locked on the first firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device (a) was received in good visual condition and with a cartridge present. The cartridge was returned fully loaded with staples. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. However, the cam did not returned to the home position as it was not synchronized. While no conclusion could be reached as to how the cam became not synchronized, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.